Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: (1) 14 mg/dl and 140 mg/dl (2) 16 mg/dl and 100 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.